Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the right atrial lead exhibited noise, high impedance measurements and capture anomalies. On (B)(6) 2017 the lead was successfully capped and replaced. The patient was in stable condition before, during and post surgery.